Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the facility did not have suction missing reprocessing items was a difference in recognition about the device handling and reprocessing steps between recommendations by olympus and the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the in-service was performed at the facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The endoscopy support specialist reported to olympus that an in-service was requested and completed on the gastrointestinal videoscope as a refresher for staff. It was noticed that during reprocessing, the facility did not have suction source/suction cleaning adapter, nor did they have proper flushing tools, such as syringes. The facility was provided with a copy of the ontrack form which documents all cleaning, disinfection, and sterilization information that was reviewed during in-service. There were no reports of patient involvement.